Manufacturer narrative:
(B)(4). D6: implant date: it was reported the initial surgery occurred in 2010. Unknown month and day. D10: unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has an initial tka. Patient came back to the office 15 years later, with knee pain. A revision surgery was performed where the tibial implant was found to be grossly loose with no cement adhered to titanium surface. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 . The reported event could not be confirmed. Visual examination of the provided pictures identified the explanted tibial plate and femoral component. No damages can be seen from the pictures. The implants appear to be partially covered by patient's tissue. No further assessment can be made. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.